Event description:
Event description cpi received information that during an invasive procedure to reposition a medtronic lead, the set screw of the implantable pulse generator (ipg) broke. The ipg was explanted.